Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced initial infection is covered under MFR number: 2916596-2019-00691. The referenced infection debridement is covered under MFR number: 2916596-2019-00692. Approximate age of device: 1 year and 4 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018 for a appropriate ICD shock for ventricular tachycardia/ventricular fibrillation. The account was not considered to be any relation to the lvad and the arrhythmia. The patient has a history off driveline infection (initial positive culture (B)(6) 2018). The patient dosage of toprolol and amiodarone were increased. The patient had a driveline culture on (B)(6) 2018. The account reported the patient had a positive driveline culture of pseudomonas and proteus for which he has been treated with cipro and minocycline.